Event description:
Complaint description: a hospital operating room supervisor reported that a high frequency cable sparked and broke into two pieces during a urology procedure. The electro surgical unit ("esu"), foot pedal and cable were removed from the room as a precaution and the procedure was completed with different equipment. There were no injuries related to the occurrence.